Manufacturer narrative:
Complaint of components will not mate properly can be confirmed based in video shared by the customer. However, without the returned of the used sample a probable cause cannot be determined. The device history review (DHR) for lot 13562590 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The incident involved a connector microclave¿ clear. The reporter stated that, during surgery, when attempting to administer medication to the patient using the microdrop set, it was identified that it did not fit the biosecure connector and therefore the medication was discarded. When the microdrop venoclysis set was checked, it was identified that it did not have a threaded extremity and did not fit the biosecure adapters for liquid administration. The connector was replaced with the bd laboratory connector and the medication could be administered. Patient was in good general condition and was not affected by the technical failure of the device. There was patient involvement, but no one was harmed as a result of this event.